Manufacturer narrative:
No kinks or bends were observed on the soft cannula. A leak test was performed and no leakages were observed. Fluid was successfully able to pass through the fluid path and out the distal tip of the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 400 mg/dl. The patient was nauseous, had high ketones and was vomiting. For treatment, the patient was given intravenous (IV) fluids, insulin and electrolytes. The cannula was reported bent, while wearing the pod between 36 and 48 hours on the hips/buttocks. The patient was discharged after 1 day and a half.